Event description:
It was reported that the patient had a return of pain in their lower back for the past 1.5 years. The patient stated that "due to pumps age it is not working as well." The patient's pump was replaced. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.